Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted in (B)(6) 2021 and accidentally removed her stitches after the surgery, affecting wound healing. The wound was treated and was getting better but then it re-opened leaving the device housing exposed. A revision surgery is scheduled for the (B)(6) to address the wound healing issues.

Event description:
The user was implanted in (B)(6) 2021 and accidentally removed her stitches after the surgery, affecting wound healing. The wound was treated and was getting better but then it re-opened leaving the device housing exposed.

Manufacturer narrative:
Conclusion: device investigations, on the received parts, did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the accidental removal of the stitches, in the post-operative phase, did not allow the surgical incision to properly heal. A revision surgery, aimed to address this issue, was conducted. During this procedure, an infection around the device was found, which cleaning attempt inadvertently damaged the active electrode lead. The device was then removed being the active electrode array left into the cochlea for later re-implantation. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. This is a final report.